Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for sepsis on (B)(6) 2022 and then passed away on (B)(6) 2022. The patient reportedly had a strong history of septic arthritis and staph aureus bacteremia, and was on chronic doxycycline. The patient's sedimentation rate and c-reactive protein (crp) were markedly elevated. They presented to a local emergency room with complaints of frequent falls and bilateral leg pain. The patient was treated appropriately with IV (intravenous) fluids, lasix, and zoledronic acid 5 mg IV x1. By (B)(6) 2022, patient had declining mental status, with poor responsiveness even to noxious stimuli as well as increasing tachycardia and fevers up to 104. The patient required the initiation of pressors and was transferred to the intensive care unit (ICU). By (B)(6) 2022, decision was made to convert to full comfort care with plans to transition home on hospice care. This was carried out on the next day in accordance with patient and family wishes. The event was not considered to be device related and the device was not sent back for evaluation.

Manufacturer narrative:
Previous admission for staph aureus infection referenced in MFR# 2916596-2019-01616. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use lists sepsis, cardiac arrhythmia, and death as adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists sepsis and death as adverse events that may be associated with the use of heartmate 3 lvas. Although it is unknown if the patient had a history of arrhythmia prior to implant, the IFU also lists cardiac arrhythmia as a potential adverse event. No further information was provided. The manufacturer is closing the file on this event.